Manufacturer narrative:
Mfg site eval: no units in stock. There are two other complaints on file for this batch number. Batch mfg documentation was reviewed in which the control process and control for finished goods were checked, and no deviations or alterations are identified during the process. Results for batch release results obtained for batch release in armed resistance, met the requirements established for this type of suture. As evidenced by the results obtained for releasing the batch, the minimum value recorded for the armed resistance test (needle thread) is 2.3 times the minimum value set by the OEM. Similarly, analysis of the tensile strength in the knot to release the batch met the requirements of the OEM for this size and type of suture. The units received were checked visually, showing that two of these samples were without the needle; therefore, are within OEM specifications. The third sample although it was assembled, shows that the thread presented delamination; because this behavior is attributed to some sections of the polypropylene thread, associated with inadequate polymerization, which can be caused by a temperature differential during the extrusion and is considered isolated. Actions: corrective action is being initiated at OEM.

Event description:
Country of complaint: (B)(6). When they opened the envelope suture needle was separated from the thread.